Manufacturer narrative:
The insulin pump received with no esc and act button response due to corroded keypad traces due to corroded keypad traces. No frozen screen noted and unable to verify for time clock anomaly and verify for battery out of limit alarm anomaly due to no act button response. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that screen display was frozen. Customer reported that display screen was stuck on battery out limit alarm. Customer's blood glucose was unknown. Customer also reported that buttons were not responding when attempting to advance screen even after battery change. Customer was advised that insulin pump would need to be replaced.